Event description:
It was reported that; the persuader would not persuade. The persuader would not mechanically position the rod into tulip head but instead slipped repeatedly. The persuader failed on several screws during the surgery. It would not work on several more screws during attempts to ascertain the problem after the case. The surgeon eventually removed the screw requiring persuasion for rod placement and proceeded.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon receipt of the device, the distal tip was found to be deformed which may have occurred during the procedure. A polyaxial screw from stock was not able to be attached to the instrument as reported. Manufacturing files were reviewed and no incidents were found. Conclusion: the instrument was reported to have been used unknown number of times so the cause is multifactorial.

Event description:
It was reported that; the persuader would not persuade. The persuader would not mechanically position the rod into tulip head but instead slipped repeatedly. The persuader failed on several screws during the surgery. It would not work on several more screws during attempts to ascertain the problem after the case. The surgeon eventually removed the screw requiring persuasion for rod placement and proceeded.